Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (b)(6) 2026. On (b)(6) 2026 and had to remove the sensor due to itching, burning, redness, swelling, bumps, infection, pain around the patch area and had to visit clinic (UC health) to have check. On (b)(6) 2026. The patient was prescribed Penicillin Amoxicillin, Ketoconazole cream 2%. The patient was fine after visiting the clinic. At the time of the report, patient condition was stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.Labeling indicates: Inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. redness, swelling, bruising, itching, scarring or skin discoloration).